Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a fenestrated bipolar forceps instrument had jerking movements and a damaged cable. The procedure was completed as planned. No reported known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire broken inside the yaw pulley between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. Signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.